Event description:
The customer reported to olympus the evis lucera elite gastrointestinal videoscope had blockage and that the pressure was too high. The reported issue was discovered during reprocessing of the scope. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that white crystal contamination believed to be a simethicone type substance was found in the air/water channel within the control body. This finding was due to customer handling or due to a reprocessing issue. Upon further inspection, it was observed that the glue of the light guide lens, objective lens and the glue of the bending section cover was worn. It was also observed that the insertion tube was out of alignment and had delamination. It was observed that the angulation play was out of specification. Lastly, the scope did not pass the electrical safety test. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that foreign material may have remained since handling by the user deviated from instruction manual. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection gif/cf/pcf-290 series operation manual chapter 4 operation/ 4.2 insertion/ air/water feeding and suction/ air/water feeding:nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection." Olympus will continue to monitor field performance for this device.